Manufacturer narrative:
(B)(4). Of the 1 device reported, a total of 1 device was received for evaluation. Additional lot # r94e23. (B)(4).

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for blade tip broken off. These events occurred during use by a healthcare professional.